Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, and the protector of the video cable section was cut. Based on the results of the investigation, no problem was detected. It was either not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Additionally, the fiber bonding in the outer tube area (distal end) was damaged, and the protector of the video cable section was cut, the cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the optics of the rigid video scope were spinning. The issue occurred during reprocessing. There were no reports of patient involvement.